Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. Resistance testing was completed to assess the electrical continuity of the lead; measurements throughout these tests were within normal limits. In addition, an x-ray was performed and no anomalies were noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
(B)(4). Both products are expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead experienced a loss of consciousness several times and was seen at the hospital for a follow up visit. It was noted that there was noise observed on the EKG which was being oversensed and led to pacing inhibition. This patient is pacemaker dependent. A revision was performed where the device and rv lead were explanted and successfully replaced. No additional adverse patient effects were reported.